Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with an implantable neurostimulator (ins). Out of regulation (oor) was reported; the patient controller showed settings not possible. The ins was connected to two quad leads for motor cortex stimulation. The settings were 0- 1- 2- 3- and 4+ 5+ 6+ 7+ with 220 microseconds pulse width, a rate of 50 hertz, and an intensity of 1.5 milliamperes. The patient decreased intensity, but then stimulation did not reach therapeutic effect. The patient needed to come to the physician for reprogramming. The impedance check showed that one of the used electrodes was over 40000 ohms. After reprogramming without this electrode, oor wasn't shown again. The product was not, and would not be explanted. It was noted that the provided information was confirmed with the healthcare professional. The patient was alive with no injury. The issue occurred during normal use.